Event description:
It was reported that during a laparoscopic cholecystectomy, the clamp arm fell off during introduction through the trocar. There was no pt consequence. A second instrument was opened to complete the procedure.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further eval of the clamp arm could not be performed. The batch history records were reviewed with no anomalies noted during the mfg process.